Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was an attempted implant due to an unspecified product performance issue. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this lead exhibited fluctuations in sensing measurements and an increase in pacing impedance measurments and the physician requested a new lead. The replacement lead was positioned in the same location with acceptable sensing measurements.